Event description:
The customer reported an uncontained leak of approximately ten (10) ml from probe of the coulter hmx hematology analyzer with autoloader. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse found disconnected tubing at the red blood cell (rbc) diluent dispenser. The fse trimmed and reattached the tubing which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).